Event description:
The patient¿s neurologist reported that the patient¿s vns was found to be at the incorrect settings upon interrogation. It was reported that the normal output and magnet output current were set to 0ma and that the on-time and off-time were incorrect as well. It was indicated that the last time the patient was seen there were no changes made to the settings. The neurologist programmed the device back to the intended output current and the patient experienced discomfort, paraesthesia, coughing, and other adverse events. Per the physician, the adverse events experienced upon reprogramming the generator indicate that the output currents were off for some time. No other relevant information has been received to date.